Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition with scratched screen. Review of the device data log could not find reported problem in history. Functional testing included event log review and use testing. Use testing included simulated use of the device. The pump was powered on. It was found that the pump immediately started double beeping. Service replaced the downstream occlusion sensor as a precaution. Based on evidence, the complaint was confirmed. The root cause of the problem was attributed to the downstream sensor.

Event description:
Information was received indicating that this cadd legacy plus infusion pump kept beping. There are no known adverse effects.